Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and completed the device evaluation. Failure analysis (fa) found the pch instrument to have the plastic proximal clevis broken. The broken piece was missing as a result of breakage and the size of missing piece is approximately 0.135¿ x 0.099¿. The proximal pin was observed to still be attached to the instrument. Fa noted this issue attributed due to excess force applied to the distal end of the instrument. Also, the instrument was found to have a derailed grip cable at the distal idler pulley, which could result in non-intuitive yaw motion. Fa attributed this issue to component failure. A review of the instrument log for the permanent cautery hook instrument (part# 470183-14/lot# n10210621 0012) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system (B)(4). The instrument had 7 remaining usable lives with no subsequent use recorded. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
The permanent cautery hook was an incidental return included with an returned and reported under patient identifier (B)(6). No allegation was made against this product. The procedure was completed with no reported injury and with a 15-29 minute delay. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.